Event description:
It was reported that the pump exhibited a "check syringe plunger sensor" error message. It was also reported that the syringe flipper lever was sticking. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the right plunger case was damaged, the battery and battery door were missing and the left flipper was sticking. Review of the event history log showed an occurrence of a "check syringe plunger sensor" error message. Functional testing involved found that the device was alarming "check syringe plunger sensor" on power up. The investigation determined that damage to the right plunger case and the left flipper not snapping back in place were causing the error message. The plunger was replaced and all plastic parts were fully assembled. Additional repairs were completed. Functional testing was then performed, with the device passing all tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.